Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (0.132 vs. Expected results =0.013 ng/ml) from a single patient sample run on the vitros eci immunodiagnostic system. The higher than expected patient result was reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the customer retested the patient sample as the physician questioned the affected serial sample result. A corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros eci immunodiagnostic system. There was no evidence to suggest a reagent malfunction had occurred. An ocd field engineer performed service actions to the incubator, signal reagent, and well wash subsystems of the analyzer. Following these actions, acceptable vitros trop I es performance was observed. Additionally, the sample in question was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The most likely assignable cause is analyzer related. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor.